Event description:
The customer was hospitalized for low bgs. The cause of low sugar level was unk. It was indicated that the customer ran an manual prime while connected. The pump displayed seventy units when they finally released the activate button. In addition, the customer stated that when they primes the insulin is shooting out. A replacement pump was requested.